Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging that their one touch verio pro meter memory was displaying the same results (with the same date/time) several times in the subject meter's memory. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was displaying the same result several times in the meter memory. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.